Event description:
The customer reported the motor protruding from the case during the manual prime. The customer stated that the insulin pump was not bumped or dropped. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to a cracked end cap. The motor functioned properly during testing. No motor anomaly noted. The insulin pump passed the displacement test. The insulin pump had a missing end cap sticker.